Event description:
The caller reported that the insulin pump alarmed no delivery while priming. Customer's blood glucose level was over 300 mg/dl. The customer was vomiting and was nauseous. She was hospitalized due to a diabetic ketoacidosis. On (B)(6) 2015 a 911 call was made for her high blood glucose level of 176 mg/dl. The customer was released on (B)(6) 2015. She was wearing her insulin pump at the time of the 911 call. The customer has ulcers in her esophagus. A week before the customer's hospitalization, her blood glucose level was over 700 mg/dl. In the alarm history auto off, off no power, and low reservoir alarms were found. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.